Event description:
It is reported that pt received a ncb plate. Pt was revised on (B)(6) 2012, where the plate was removed as the assistant doctor had implanted the plate not according to surgical technique. The doctor in charge implanted the same plate again according to the surgical technique. The plate broke on (B)(6) 2012.

Manufacturer narrative:
The MFR did not receive the devices yet. The device history records were reviewed and found to be conforming. As soon as the parts are received and an investigation result is available, an amended medical device report will be filed. Zimmer's ref number of this file is (B)(4).